Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) -year-old female patient underwent primary breast augmentation with a 300 cc mentor memorygel breast implant and experienced prosthesis rupture. Bilateral replacement with mentor memorygel breast implants was performed on (B)(6) 2018.

Manufacturer narrative:
The device history record (DHR) of lot number 5612765 was reviewed on (B)(6) 2018 and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The mentor failure analysis lab received the device for evaluation on (B)(6) 2018. The analysis has begun, but is not complete at this time. When the investigation and analysis has been completed, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Device evaluation summary: it was reported that a (B)(6)-year-old female patient underwent primary breast augmentation with a 300 cc mentor memorygel breast implant and experienced prosthesis rupture. Upon receipt to mentor, the device contained no fluid. White material was observed within the device. No foreign material was observed on the shell surface. Visual evaluation of the device revealed a rent measuring approximately 8.0 cm within an area shell abrasion on the anterior aspect. At the end of shell abrasion and rent, a crease was also observed on the anterior aspect. No other anomalies were found. Because mentor performs 100% inspection and testing of all devices prior to release, the product evaluation team concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause either of such damage or of the material observed within the device. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. (B)(4).

Manufacturer narrative:
Additional information was received on 3/21/2018. The implant and explant dates have been updated. When the devices were removed, they were replaced with 400cc mentor memorygel breast implants. Concomitant products: 375cc mentor memorygel breast implants, catalog #3507375bc, serial #(B)(4). Manufacturer¿s reference number: (B)(4).